Event description:
Per peritoneal dialysis nurse, a home patient has been complaining of shoulder pain intermittently since the end of september. Reportedly, the home patient's nephrologist prescribed vicodin on 09/24/02 for arthritic shoulder pain, and advised the home patient to take one or two tabs as directed. The home patient's nurse is attributing the shoulder pain to excessive air acquired during dialysis. Per the home patient's nurse, no further intervention was required to date.